Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 159 mg/dl to "high" on cgm. Elevated blood glucose was addressed with a correction bolus via the pump and manual dose injection. The customer changed pump supplies and resumed insulin delivery. A system check was performed with tandem technical support and no issues were identified.